Manufacturer narrative:
Method: photograph of device provided for review. Results: root cause undetermined. No device or cine images received for review. Severe calcification, chronic total occlusion. Conclusion: root cause undetermined. No device or cine images received for review. Severe calcification, chronic total occlusion. (B)(4).

Event description:
The physician was using a total across (ta) catheter to treat a lesion in the right proximal tibial/popliteal trunk. A 300cm whisper wire and a 6f cook sheath were been used with the device. The wire was inspected prior to use with no issues noted. The lesion exhibited moderate tortuosity, severe calcification and was a chronic total occlusion. The ta was inspected and prepped prior to use with no issues noted. During the procedure it was noted that it was hard to advance and to remove the ta catheter from the sheath. Once the device was removed from the patient the catheter removed off the wire easily. After the procedure the ta was observed to be ¿coiled up¿. No patient complications were reported for this event. Photograph of device received: one photograph of the device after use was provided for review. The photograph appears to show that the device was severely coiled. Evidence of catheter damage was not clearly visible from the photograph.